Manufacturer narrative:
Outcome: recovered/resolved for the event of arthritis and unknown for the events of pain in both knees and effusion of left knee. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Arthritis (arthritis). Reporting internists's seriousness assessment: non-serious. Reporting internist's causality assessment: highly probable. Company seriousness assessment: serious (intervention required) for all the events. Pharmacovigilance comment: sanofi initial company comment dated (B)(4) 2014: this case concerns a male patient who experienced arthritis while receiving treatment with synvisc for gonarthrosis. In this case the causal role of synvisc in the occurrence of event cannot be excluded and is highly probable.

Event description:
This unsolicited device case was rec'd from (B)(6) on (B)(6) 2014 from the internist. This case concerns a (B)(6) year old male patient who developed arthritis, pain in both knees and 45 ml of accumulated fluid in left knee was aspirated (effusion of left knee) after receiving treatment with synvisc injection. The patient rec'd treatment with synvisc in the past ((B)(6) 2014) in both knees for gonarthrosis. No info regarding concurrent conditions and concomitant medications was reported. On (B)(6) 2014, the patient rec'd intra-articular synvisc injection at a dose of 2 ml (batch/lot number and expiration date: unknown) into both knees for gonarthrosis. On (B)(6) 2014 (two days after synvisc injection), the patient complained of pain in both knees and experienced arthritis. He underwent arthrocentesis and 45 ml of joint fluid was aspirated from the left knee (effusion of left knee). The patient rec'd treatment with steroid (unspecified at the time of report) for all the events. Action taken: permanently discontinued.